Manufacturer narrative:
Final device analysis of lead v944664007 revealed no significant anomalies. The outer insulation was melted, but this was suspected to be due to cautery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead migrated and the patient lost stimulation. The patient underwent a revision. It was further reported that during the revision, the physician had difficulty removing the lead. He noticed that the wires near the body of the lead were no longer insulated. Upon removing the lead, he also noticed some fraying of the lead tails further down. There were no patient injuries noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n330416, implanted: (B)(6) 2012, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.